Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. Case: (B)(4) [fse dispatch] pyxis medstation es: "device not detected on bus". A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - failed drawer was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order 02181460 the field service engineer reported that the enhance half height drawer 2.1 was constantly failing according, so the fse off the station off, reseated the rowboard cable, replaced a damaged retractor band and tested in diagnostic. During dchu visual inspection: (B)(4): the assy retractor dwr hh cubie was received with signs of copper strands in contact with adjacent copper strands which were indicative of thermal damage. During dchu testing: further tests were not performed on the assy retractor dwr hh cubie due to the thermal damage identified during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the drawer failure was due to copper strands in contact with adjacent copper strands of the assy retractor dwr hh cubie (p/n (B)(4)) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 failed and required maintenance. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no delay, no adverse events or injuries reported based on this event.